Manufacturer narrative:
(B) (4) requires secondary intervention. Endoleak, migration, (aortic neck dilatation, angulation and tortuousity).

Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of a 10 cm saccular abdominal aortic aneurysm approximately 22 months ago. The aortic neck was 27 mm in diameter, it had an angulated of 45-50 degrees and it was tortuous. The access vessels were also tortuous. No complications were noted at the time of implant or since then. At 20 months post implant, the patient had 4 talent thoracic stent grafts implanted successfully and no complications were noted with the abdominal aneurysm stent grafts at the time of thoracic procedure. Approximately 1 month later, the patient presented emergently with abdominal pain and a proximal type 1 endoleak was noted as the bifurcated stent was found to have migrated distally 2 cm from the renal arteries. The aortic neck had dilated to 30 mm in diameter it was tortuous and may have changed shape, especially due to the force required in order to track the talent thoracic grafts through the bifurcated stent graft. The physician implanted 2 talent 34 mm diameter aortic cuffs and the endoleak resolved. No additional clinical sequelae were reported and the patient is fine.